Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth and infection at abutment site, however the issue could not be resolved. Subsequently, the patient underwent revision surgery on (B)(6) 2016 in order to place an internal magnet.